Event description:
Lodi implant broke during placement. Incident occurred ni (B)(6). User documentation (technique manual, p/n l8019-tm) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30n-cm. If the implant placement torque is less that 30 n-cm, then the attachments should only be hand tightened. The implant insertion torque should not exceed 70 n-cm; if 70 n-cm is reached prior to full seating, the implant should be removed and the osteotomy should be enlarged.

Manufacturer narrative:
Initially clinician placed lodi implant with a drill at a torque of 35 n-cm; then used a ratchet wrench with a torque of 50 n-cm. The upper part of the implant broke off and the clinician was unable to retrieve the implant. So, they opted to cut the protruding part of the broken implant, covered it up and then placed another implant right next to it. In this specific case, the clinician was able to place another implant without requiring add'l surgical treatment; however, for this specific hazard (broken implant) there is a potential for replacement at a later date (thereby requiring add'l surgical treatment). In-house testing has indicated that a minimum torque of 85 ncm on the abutment is required to cause implant failure. Therefore, it is highly likely that this incident may have occurred as a result of user error/mis-use. The records management database indicates that the implants met the specifications and were approved for product release. Any discrepancies or issues of non-conformances were successfully resolved prior to the release of the implants. No further action is required.